Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report that a patient received coolsculpting treatment to the upper abdomen, bra area, flanks, axillary puff and is experiencing paradoxical hyperplasia.

Event description:
A patient reported that they had received coolsculpting treatment to the abdomen, bra area, flanks, axillary puff, upper abdomen on (B)(6) 2015 experiencing paradoxical adipose hyperplasia.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01834-00.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen, flanks and infra-scapular area in (B)(6) 2015 and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph (B)(6) 2022.